Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: facility name: (B)(6) hospital.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional endovascular thrombectomy (evtr) procedure. Reportedly with a prostyle device, the suture was noted frayed after deployment. The sutures of a new prostyle was successfully pre-placed. The sheath was upsized to a large-bore sheath, and the evtr procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy (link/suture pulled until it breaks due to circumstances of the procedure). There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.